Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. Additional information received reported the manufacturing representative had not talked to or heard anything from the patient.

Event description:
It was reported that the patient's therapy was working very well until the patient fell hard on the knees a week before reported date. It was noted that the patient had a spinal injury and back problems. It was reported that the patient tried to adjust stimulation after the fall but had trouble with the patient programmer. Patient experienced diarrhea after the fall. It was noted that the patient turned the stimulator off for two days to save on battery. It was reported that the stimulator was set low from the beginning and the patient wanted to increase stimulation. The patient increased stimulation from programmed voltage (p1) at 0.8 volts to p1 at 0.9 volts. It was reported when the stimulator was off the patient still felt stimulation. It was reported that the patient experienced a loss of therapeutic effect. It was later reported that it was unsure if the patient had troubleshooting performed on the device and if any intervention was taken. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# va08t0b, implanted: 2013-(B)(6), product type lead. (B)(4).